Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test and sensor passed per specifications with accurate readings. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 151, 225, 207, 150 to 170 mg/dl and the sensor glucose was 51 and 70 mg/dl. The customer states she kept getting low sensor glucose readings and her pump would shut off. Offered to troubleshoot for skin irritation, bent cannula, sensor glucose verse blood glucose and product not sticking. The sensor will be returned for analysis.